Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient initially described the irritation as a heat rash, itchy with broken skin and bleeding. The patient later reported that the lifevest was "burning" her skin underneath the back te pads due to her metal allergy. There was no alleged device malfunction. The patient's physician advised the patient to remove the device until the irritation was healed. Upon follow up, the patient reported that the skin was healed.